Event description:
The customer stated that she was treated at the hospital for high blood glucose levels with a reading of 712 mg/dl. At the time of the call, the customer stated that she felt like she was going into diabetic ketoacidosis and that she would be heading back to the hospital. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.